Event description:
An implantable ph monitor was placed in the patients esophagus. One month later, it was discovered that the device had not naturally fallen off the esophagus wall as expected. The patient underwent removal of the device without incident.